Manufacturer narrative:
Our quality department conducted various analyses on the returned device: visual inspection: the reservoir shows stitch marks from sutures, as well as the presence of organic residue in the reservoir and valve ball. Additionally, the reservoir connector appears to be twisted. Pressure testing before decontamination: compliant. Programming control before decontamination: not compliant. The batch file has been reviewed, and the valve meets the expected specifications at the time of release from production. In conclusion, the difficulties encountered by practitioners in adjusting the device are attributed to the organic residues present inside the device. This phenomenon is well-known and has been documented in the risk analysis.

Event description:
The patient has been implanted with the polaris valve. Due to suspected shaft dysfunction, it was replaced from spvb to spva valve on (B)(6) 2024. The ventricular catheter was also replaced. The reason is the difficulty in changing the pressure of the valve before the surgery and the visible deposits inside the removed valve.

Event description:
The patient has been implanted with the polaris valve. Due to suspected shaft dysfunction, it was replaced from spvb to spva valve on (B)(6) 2024. The ventricular catheter was also replaced. The reason is the difficulty in changing the pressure of the valve before the surgery and the visible deposits inside the removed valve.

Manufacturer narrative:
The device is still in investigation by the manufacturer.

Event description:
The patient has been implanted with the polaris valve. Due to suspected shaft dysfunction, it was replaced from spvb to spva valve on (B)(6) 2024. The ventricular catheter was also replaced. The reason is the difficulty in changing the pressure of the valve before the surgery and the visible deposits inside the removed valve.